Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra account manager reported on behalf of the customer of a broken screw in the swivel adapter of the a2079 mayfield infinity xr2 base unit on (B)(6) 2018. The screw broke during the surgery and the headboard was released. The device was in contact with patient. It was unknown if the event led to an increase surgery time. Additional information was received on 06jul2018: the customer did not know if the patient was injured. The event led to an increase in surgery time of one hour. The issue occurred a few minutes after positioning the skull clamp and before skin incision.

Manufacturer narrative:
The device history record revealed no abnormalities relate to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The device was not released for evaluation therefore the root cause to the end user's experience could not be identified. However the most likely reason for complaint event is: user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength.

Event description:
N/a.